Manufacturer narrative:
(B)(4). Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05369. It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2019. The left ventricular lead was also capped on (B)(6) 2019 due to unspecified issue.